Event description:
The info provided to sjm indicated a 6f angio-seal evolution was deployed at the conclusion of a femoral access procedure, following a pre-deployment angiogram, indicating a suitable vessel. Hemostasis was not achieved and fifteen minutes of manual compression was required in the procedure room. Later in recovery, the pt exhibited ischemic symptoms and underwent a post-deployment angiogram. The right common femoral artery was found to be occluded.